Event description:
A journal article was received entitled, early results of reverse less invasive stabilization system plating in treating elderly intertrochanteric fractures: a prospective study compared to proximal femoral nail. Authors: yao c., zhang c.-q., jin d.-x., chen y.-f. This investigation included 56 patients sustaining intertrochanteric fractures from june 2007 to june 2008. Reverse liss plating were performed using a lateral approach of hip and the minimally invasive percutaneous osteosynthesis (mipo). The appropriate size of a contralateral femoral liss plate was chosen. Reportedly two cases of varus union were noticed in liss group with 10 degree varus deformity; however, both patients were asymptomatic and no further surgery was performed. This report is for four locking screws. It is unknown if the device was a synthes product. This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.